Event description:
It was further reported that this is the same patient as 2134265-2011-00439 and 2134265-2011-00417. It was further reported that the 2.75x8mm taxus express2 stent was implanted in the rca. 7 months later, a 3.5x12mm taxus express2 stent was implanted overlapping the 2.75x8mm stent. On (B)(6) 2010, the patient was treated for instent restenosis of the mid lad with deployment of a 2.75x15mm promus stent. Fifteen days later, the patient was hospitalized for an allergic reaction with symptoms of rash, fever, itching, hives, swelling in one of his ankles and swollen lymph nodes in neck and groin. The patient was treated with a steroid dose pack and was discharged 5 days later.

Manufacturer narrative:
Updated - describe event or problem, other relevant history. The manufacturer report number was originally 6000093-2006-02396 and has changed as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registration numbers for reporting mdrs. This report is supplement 001. (B)(4).